Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 78-year-old black female with coronary artery disease and mitral valve disease underwent CABG ×5 and mitral valve replacement. She developed post-cardiotomy shock requiring inotropes and pressors. She was taken to the catheterization laboratory where an impella cp was placed for left-sided mechanical circulatory support. Due to persistent right ventricular dysfunction, an impella rp flex was implanted. Despite placement of multiple deep mattress sutures before inserting the 23 fr venous repositioning sheath, bleeding continued around the sheath. A femstop device was applied with successful cessation of bleeding. The patient was returned to the ICU on bipella support with inotropes and pressors. Device placement was monitored daily via chest x-ray. The patient tolerated weaning of the impella rp flex after 3 days, and the device was explanted with stable hemodynamics. A 78-year-old black female with coronary artery disease and mitral valve disease underwent CABG ×5 and mitral valve replacement. She developed post-cardiotomy shock requiring inotropes and pressors. She was taken to the catheterization laboratory where an impella cp was placed for left-sided mechanical circulatory support. Due to persistent right ventricular dysfunction, an impella rp flex was implanted. Despite placement of multiple deep mattress sutures before inserting the 23 fr venous repositioning sheath, bleeding continued around the sheath. A femstop device was applied with successful cessation of bleeding. The patient was returned to the ICU on bipella support with inotropes and pressors. Device placement was monitored daily via chest x-ray. The patient tolerated weaning of the impella rp flex after 3 days, and the device was explanted with stable hemodynamics. This report is submitted due to access-site bleeding requiring additional hemostatic intervention. Device evaluation is pending.

Manufacturer narrative:
E4: corrected to unknown, this was omitted from the initial in error.

Manufacturer narrative:
Corrected d4 serial number. Added e4 reporter also sent report to FDA was omitted during initial report. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the bleed was not determined due to insufficient clinical details.

Manufacturer narrative:
Per additional information received and reviewed, event description has been updated under field b5, and health effect impact code has been updated accordingly.

Event description:
A 78-year-old black female with coronary artery disease and mitral valve disease underwent CABG ×5 and mitral valve replacement. She developed post-cardiotomy shock requiring inotropes and pressors. She was taken to the catheterization laboratory where an impella cp was placed for left-sided mechanical circulatory support. Due to persistent right ventricular dysfunction, an impella rp flex was implanted. Despite placement of multiple deep mattress sutures before inserting the 23 fr venous repositioning sheath, bleeding continued around the sheath. A femstop device was applied with successful cessation of bleeding. The patient was returned to the ICU on bipella support with inotropes and pressors. Device placement was monitored daily via chest x-ray. The patient tolerated weaning of the impella rp flex after 3 days, and the device was explanted with stable hemodynamics. This report is submitted due to access-site bleeding requiring additional hemostatic intervention. Device evaluation is pending.